Event description:
It was reported that the patient¿s lead was accidentally cut during a procedure. In turn surgical intervention may occur to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Additional information received indicates that patient underwent surgical intervention to remove remaining part of lead that was left implanted. After explant, patient was implanted with a new system.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.